Event description:
Complainant alleged that the clinicians were attempting to defibrillate patient (age unknown) who was in a cardiac arrest condition, but the device would not advise shock to a shockable patient heart rhythm. During the event, the device displayed an "ECG too large" and an "ECG to small "message. The patient subsequently expired.